Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including lot code, x-rays and medical records) was requested. If the device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt had revision due to dislocation anteriorly."